Event description:
The customer reported that the speakers failed on the remote network system (rns), the secondary monitoring system. They spontaneously stopped working and were making buzzing and humming sounds. The unit was rebooted, but the issue persisted. The primary monitoring system, the central nurse's station (cns) was functional and monitoring the same patients when the rns failed. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the speakers failed on the remote network system (rns), the secondary monitoring system. They spontaneously stopped working and were making buzzing and humming sounds. The unit was rebooted, but the issue persisted. The primary monitoring system, the central nurse's station (cns) was functional and monitoring the same patients when the rns failed. No patient harm was reported. Service requested / performed: exchange. The reported device was returned to nihon kohden (nk) on 12/11/2019. No record of an evaluation was documented as the customer was provided with an exchanged unit. Investigation summary: per hha-21-002, the cause of the reported audio issue is the microsoft audio driver. This issue is mitigated via a software update version 02-10b, whereby the audio driver is reset after each alarm. This software update prevents user/operator from completely silencing the alarm. There have been no reports of audio issues with version 02-10b. Per hha-21-002, in order for use of, or exposure to, the product to cause an adverse health consequence to occur, the following unlikely sequence of events (serial faults) would all need to occur: 1. Critically ill patient is being monitored by an affected device, and the operator changes the volume of the alarm as described previously. 2. Alarm volume is reduced by the operator to such a degree that it is less audible. 3. Patient undergoes deterioration, and operator fails to notice visual and audible alarm signals. 4. Alarms at bedside monitor are not noticed. Although such a sequence of events could occur, it has not been reported and is considered to be unlikely to occur. Further action is not warranted at this time. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: central nurse's station: model #: cns-6201a serial #: (B)(6). Bedside monitor: model #: bsm-6301a serial #: (B)(6). Transmitter: model #: gz-130pa serial #: (B)(6). Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the speakers failed on the remote network system (rns), the secondary monitoring system. They spontaneously stopped working and were making buzzing and humming sounds. The unit was rebooted, but the issue persists. The primary monitoring system, the central nurse's station (cns) was functional and monitoring the same patients when the rns failed. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The bedside monitors and telemetry transmitters were being monitored on the rns and cns, and the cns information has been provided as well. Central nurse's station, model: cns-6201a, s/n: (B)(4). Bedside monitor, model: bsm-6301a, s/n: (B)(4). Bedside monitor, model: bsm-6301a, s/n: (B)(4). Transmitter, model: gz-130pa, s/n: (B)(4). Transmitter, model: gz-130pa, s/n: (B)(4).

Event description:
The customer reported that the speakers failed on the remote network system (rns), the secondary monitoring system. They spontaneously stopped working and were making buzzing and humming sounds. The unit was rebooted, but the issue persists. The primary monitoring system, the central nurse's station (cns) was functional and monitoring the same patients when the rns failed. No patient harm reported.